Event description:
It was reported that insulin gauge displayed an amount different than expected, with mobile app showing a fill estimate lower than the insulin actually in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller to fill tubing to push air out of cartridge, educated caller on removing gaps and air bubbles and confirming drops at end of tubing during filling, and caller understood instructions but chose not to proceed with further case resolution.